Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse found that the luminometer dark counts were high and there was a leak on the base probe. The cse replaced luminometer housing and the photo-multiplier tube (pmt), and the dark counts recovered within the acceptable ranges. The cse completed empty and fill of incubation ring. The cse returned to the customer's site and while performing a total service call, the cse discovered that one of the pinch valves was not firing correctly and that one of the cable elevator boards to cuvette sensors malfunctioned. The cse performed a total service of the cuvette sensor and replaced the interconnected cables for reagent probe 1 (rp1) and reagent probe 2 (rp2). Rp2 issue resolved. However, rp1 arm issue remained because the alignment was not working as the probes were hitting each other. The cuvette elevator printed circuit board (pcb) became defective due to a pinhole leak from tubing on rp1. The cse replaced the tubing, the giob, the board for elevator, and the cable between the two. The cse verified the system and it was free of leak. Then, the cse ran a successful empty and fill. The cse performed daily cleaning procedure and ran quality control (qc), resulting satisfactory. The cause of the discordant, falsely elevated total hcg is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated total human chorionic gonadotropin (total hcg) results were obtained on multiple patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same advia centaur xp instrument (post service) resulting lower. The corrected results were reported to the physician(s).there are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated total hcg results.